Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10278. The pt received the scs sys on (B)(6)2011. It was reported the pt elected to have the entire scs sys removed as the stimulation was not helping her pain as much as she had expected. The physician removed the entire scs sys (explant date unk). There was no st jude rep present at the time of explant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.